Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. As reported on 21jun2024, the 'cook bakri postpartum balloon with rapid instillation components' balloon contained a "little hole" and leaked during treatment of a postpartum hemorrhage [pph]. The device was inflated with 400cc during procedure. The leak was noticed after a few hours. The complaint device was replaced, and the procedure was completed with a new same-like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures and instructions for use were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there was one other complaint associated with the final product lot number for the same failure at the same facility. Cook also reviewed product labeling: the product IFU, t_j-sos_rev4 ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Evidence gathered upon review of device history record, complaint history, and quality control documents does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Based on the information provided and the results of our investigation, it was concluded that a definitive cause of the reported event could not be determined. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E3: occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the 'cook bakri postpartum balloon with rapid instillation components' balloon contained a "little hole" and leaked during treatment of a postpartum hemorrhage [pph]. The device was inflated with 400cc during procedure. The leak was noticed after a few hours. The complaint device was replaced, and the procedure was complete with a new same-like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested but is unavailable at this time.